Event description:
It was reported the patient received the following results within 15 minutes: 173 mg/dl (instant), 83 mg/dl (active), 80 mg/dl (unknown which system) and 100 mg/dl (unknown which system).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.